Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 32097 on universal surgical manipulator (usm) 2. The customer recycled the power on the system, but the error was not resolved. The customer disabled usm2 to continue the procedure which was completed as planned with a delay less than 15 min. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that usm2 was disabled during the procedure and that there was no harm to the patient.

Manufacturer narrative:
Annex codes c, d and g have been updated based on failure analysis testing.

Manufacturer narrative:
The universal surgical manipulator has been evaluated by the failure analysis (fa) team, but the reported failure was not replicated. However, the error 32097 was confirmed via error logs/system logs along with multiple 319, 1126 and 31226 errors. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a psc fixture test platform (pftp) and failed the fiber test on the rolling loop and the check all boards test with error 319. The rolling loop fiber was swapped with a new one and the error went away, also the check all boards test passed. The original fiber was reconnected, and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.